Event description:
The customer reported the ventilator shutdown during normal ventilation operation and did not alarm. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic history noted a restart occurrence. The manufacturer's field service engineer was unable to duplicate the reported problem. The service engineer replaced the cpu and sensor pcb boards as a precaution address the reported problem. The service engineer reported the device alarmed per specification. Performance verification testing was completed and passed.